Event description:
It was reported that when using the bd pyxis¿ es server, multiple station were not communicating and medication orders did not cross over. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple station was not crossing over medication. A technical support specialist (tss) found that approximately 7,204 messages were available for processing when running the server health check 2.0. The tss restarted the inbound processing service, and the messages started processing again. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station were not communicating and medication orders did not cross over. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.